Event description:
Based on the new information: this case was judged to no longer reportable.

Manufacturer narrative:
Based on the new information: this case was judged to no longer reportable. A retrospective review from 2011-10-28 until 2020-12-03 was performed with the result that no patient harm had been reported due to this hazard. The defined severity was still adequate.

Manufacturer narrative:
Investigation on going. Additional information / results will be submitted in a supplemental report.

Event description:
It was reported that there was an issue with disp.univ-sealing unit. It was reported that the bottom of the valve was damaged when the forceps were taken in and out during surgery. The damaged part has been collected and not affected the patient. The patient had no infection. An additional medical intervention was necessary. Additional information was not provided nor available / was not available. Additional patient information is not available. The adverse event / malfunction is filed under aag reference (B)(4).